Event description:
The event is that a pt presented two weeks post-op with a metal fragment 2 1/2 cm long protruding from the wound. The co will be unable to determine part numbers as both the plate and the screw were removed from a set of many unpackaged plates and screws.